Manufacturer narrative:
Device was received with a pump error 37 alarm during rewind due to corroded motor home switch. Device passed the self test, sleep current measurement, and active current measurements however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or the delivery accuracy test due to pump error 37 alarms. Device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown. Customer also states that during the weekend he was unable to rewind insulin pump and decided to replace the insulin pump due to rewind or motor issues. The device will not be returned for analysis.